Event description:
A malfunction on the pump was reported by the caller, who noticed no prior notable events leading to the problem. There was no adverse impact to the customer's blood glucose level. Although the caller rebooted the pump independently, technical support provided additional pump reset information and instructed the customer to continue using the pump and to call back if the malfunction code recurred. The caller acknowledged and understood the instructions.